Event description:
Per additional information received, the patient has experienced mid-urethral stricture, extensive trigonitis with good response to fulguration, retropubic tvt arms removal, incision of labial cyst (x2), excision of granulation tissue, vaginitis, incision and drainage of hard core tissue as well as capsule on left vulvar cyst, left labial exploration and cystoscopy, transvaginal removal of suburethral tape and distorted urethra.

Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced painful intercourse, mesh erosion, and continued stress incontinence. Associated mdrs: 1018233-2012-00342.